Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case. Cracked on bottom case near right foot. Premature occlusion was found during occlusion test. Error history log review found an occlusion - check infusion line error. The root cause of the reported issue was found to be the force sensor was out of calibration and the force reading was out of specs as a result of normal wear calibration drift. The pump was over 13 years old. Actions were taken to mitigate the reported issue: performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that there was an air in line occlusion/ would not calibrate. No patient injury was reported.